Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, an unspecified channel of the pump was programmed to deliver propofol (10mg/ml) at a rate of 21.8ml/hr. After an unspecified length of time, the nurse manager walked past the pt's room and found the pump was delivering at a rate of 15ml/hr. At this time, the nurse caring for the pt enetered the pt's room and reporgrammed the pump to deliver at the intended rate of 21.8ml/hr. The customer contact stated that the pt received the propofol at the increased rate for "maybe less than a minute." There were not rpeorted adverse pt effects and no medical interventions were required. The pump was removed from clinical service approx two days after the reported event.